Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set did not have a roller clamp. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a retained sample was evaluated. Visual inspection was performed with no issues noted; the roller clamp was present and correctly assembled. The reported condition was unable to be verified with the retained sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.